Event description:
X-rays were received requesting review from the manufacturer by the reporter. A gross lead break was identified. Follow-up with the reporter noted the patient had no trauma and did not manipulate the vns. It is not known if the vns has been disabled or what the plan of care is. Further attempts for information are pending.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.